Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was not reported. On (B)(6) 2017 it was reported that one woman that the reporter talked to who worked at an MRI facility said that her daughter¿s pump went ¿blah¿ after an MRI. There was an issue after the MRI where she had to go back to her hcp (healthcare professional). No patient symptoms were reported. Per the reporter, the patient¿s pump was a little older model that was about to replaced. The reporter was unable to clarify or provide any further information in regards to the patient. No further complications have been reported as a result of this event.